Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this 12mm pulmonary valved conduit was implanted in an (B)(6) patient. Two years and two months later, the 12mm conduit was replaced with an 18mm conduit. The reason for replacement was reported as moderate to severe distal stenosis and free insufficiency. No additional adverse patient effects were reported.